Event description:
Initial information was received on (B)(6) 2014 from a consumer's mother. This female consumer (age unk) was brushing her teeth with colgate power toothbrush motion kids (B)(4) and began to choke as a large piece of the brush head had fallen off into her mouth and into the back of her throat. She began using the toothbrush a couple of weeks prior to this report on (B)(6) 2014 (frequency not specified). Subsequently, she experienced the events on the night of (B)(6) 2014. The consumer's mother indicated that her daughter "was quick enough to prevent it from causing any serious harm". At the time of this report, the action taken with the toothbrush was unknown and the consumer had recovered from the events. (B)(4).